Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of inadequate pain relief was confirmed. As received, microscopic inspection of the returned lead found 7 of the 8 internal wires broken. This would cause high impedance issues leading to inadequate pain relief.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein a new lead was implanted to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). B3: date of event is estimated. D6a: date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.